Event description:
Three years post-lasik, I was diagnosed with post-lasik ectasia. I had crosslinking done in one eye to slow the progression. My eye has been permanently injured. I see double and blurred.